Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. The device was tested and an rf module anomaly was noted. The cause of the field event was due to a rf module anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before the procedure the device failed to interrogate through rf telemetry. After the rf antenna was removed, the device was interrogated with a wand. The device will be returned.